Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction on the ra lead and that no intervention was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead impedance warning. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead impedance warning. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead was reprogrammed.